Event description:
It was reported that the patient experienced adhesive issues on (B)(6) 2026. The patient stated that the infusion set tape was not sticking.

Manufacturer narrative:
Establishment name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.